Event description:
Information received from the field does not address the clinical status of the patient but notes that the device exhibited I nappropriate programmed data for all sensor parameters.